Event description:
It was reported that a folfusor sv4 leaked. This was observed after the filled device was received for storage. The reporter stated that when the device was received there was excess solution ¿in the overpouch.¿ the device had been filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: no leak was observed when the sample was tested with baxter¿s blue winged luer cap. The red luer cap is not a baxter¿s product or component. Because the original cap was not used after filling, the cause of the leak was identified to be user error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 06/03/2013 and 06/04/2013. The device was returned for evaluation. A visual inspection identified a leak at the connectivity of the red luer cap and the white distal luer. This confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.